Event description:
The customer called to report high bgs. Troubleshooting was performed. During the call it was found that the customer went to the emergency room and remained overnight. The customer was admitted with dka. The customer was released at the time of call. The customer has been giving insulin for more than thirty years and they have troublesome, hard scar tissue under the skin. Also it was found that the customer docs not warm the insulin to room temperature before filling the reservoir and sits when inserting the infusion get. A prime was run and insulin exited, however the pump did not pass the high pressure test. Bgs were low. Advised the customer to disconnect from the pump and contact the doctor regarding a back up plan.